Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 66 mg/dl with unsteadiness when standing and walking and being hungry and cranky associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose matched the active basal program and that the basal history matched the active basal program settings. This complaint is being reported because the patient allegedly experienced hypoglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/05/2015 with the following findings: the basal and total daily dose (tdd) history correctly calculated to the basal segment programmed by the user. The black box data was not available. The tdd/basal history indicated that the insulin delivery was calculated correctly based on the current basal program. There were no errors, alarms or warnings in the alarm history indicating any interruptions in insulin delivery. A 24 hour program was run at 2u per/hour; the pump history showed 48u delivered. A delivery accuracy test was performed and the pump was found to be delivering appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.